Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A visual inspection was performed and identified an opening in the vertical seal of the packaging, where the seal lacked footprint adhesive. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified. The cause was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During the evaluation of a returned minicap, it was found that the vertical seal of the packaging was open and lacking footprint adhesive. There was no patient involvement. No additional information is available.